Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. Because of perpetual rebooting. Receiver download retrieved and attached: failed - perpetual rebooting. Functional test: failed - unable to perform - perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed.the customer complaint was confirmed due to reboot receiver - error recovery followed by "screen recoverable error alarm" he complaint was confirmed because there were indications that the receiver was "initializing the screen without manual restart" within the investigation window.the root cause of the receiver initializing the screen without manual restart could not be determined

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.